Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the monopolar curved scissor (mcs) involved with this complaint and completed the device evaluation. Failure analysis (fa) investigation replicated/confirmed the customer reported complaint. Failure analysis found the primary failure of broken input disk to be related to the customer reported complaint. The instrument was found to have multiple input disks broken and cracked. Input disk #7 was found completely detached from the base of the housing. Hairline cracks were found on the grip input shaft.

Event description:
Refer to h10/h11 for follow-up information.

Event description:
It was reported that during a da vinci-assisted radical prostatectomy with lymphadenectomy surgical procedure, the monopolar curved scissors (mcs) instrument was found to have a piece that broke off from the instrument when it first snapped into place (without force impact). There was no report of patient harm, adverse outcome, or injury. Intuitive surgical, inc. (Isi) contacted the initial reporter and obtained the following information: there was no patient injury as a result of the reported product issue.

Manufacturer narrative:
Based on the claim against the product noting physical damage, an investigation is in progress to determine the cause of this reported event. An RMA has been issued requesting to have the monopolar curved scissors instrument returned, but it has not yet been received for testing. A follow-up MDR will be submitted if the instrument is returned (post failure analysis evaluation) or if additional information is received.